Event description:
The customer reported that the falsely elevated carbon dioxide, concentrated (co2_c) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who did not question the results. The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results matched the clinical history and were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported the falsely elevated carbon dioxide, concentrated (co2_c) results were obtained on multiple patient samples on an atellica ch 930 analyzer. Quality control (qc) was acceptable prior to the erroneous results. Siemens reviewed the information provided by the customer and the available instrument data files. Siemens' review of the instrument data indicated that the customer performed a lot of calibration on the co2_c reagent, which replaced the previously accepted incorrect co2_c lot calibration. This action resolved the issue of patient samples and qc recovering falsely elevated co2_c results. Siemens evaluated the event and determined that the probable cause of the behavior was an incorrect co2_c lot calibration that was inadvertently accepted by the customer. The behavior was resolved after performing new co2_c pack calibrations. The customer is currently operational. The device is performing within specifications. No further evaluation is required.